Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The sample was received assembled with a two-piece connector. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from a small split approximately 1cm from the distal tip of the sample. Microscopic inspection of the leak site revealed a small longitudinally aligned split. The split exhibited inward curving edges. Following longitudinal bisection of the sample in the vicinity of the split, inspection of the interior surface revealed longitudinally aligned impressions. The damage on the interior surface was more extensive than that on the external surface. The split characteristics and internal features were consistent with damage caused by contact between the catheter tubing and the inlaid stylet. Such damage can occur if the stylet is not wetted prior to removal or if removal is attempted against resistance. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ and ¿attach prefilled syringe to the luer attachment on the flushing stylet. Preflush catheter with sterile normal saline.¿ a lot history review (lhr) of reby0475 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby0475) have been reported from the same taiwan facility.

Event description:
It was reported that the device leaked. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0475 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby0475) have been reported from the same (B)(4) facility.

Event description:
It was reported that the device leaked. No other information was provided.